Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of suspected device thrombosis could not be conclusively determined. Evaluation of the log file, which contained data from (B)(6) 2017, captured no atypical alarms and that the pump operated above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. The patient remains ongoing on pump support. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital for suspected pump thrombosis. The patient was asymptomatic. Log file were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) 2017 and reported that the log file did not show any unusual events. The pump appears to be functioning as intended. Additional information was requested, but was not provided.